Manufacturer narrative:
Due to character limit in the e1 section initial reporter name, the full initial reporter's name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cs100 intra aortic balloon pump had a maintenance kit related malfunction, identified during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Corrected fields: g3- in the mfg report number. 2249723-2025-0000610, mfg follow-up # 1 the field "date received by mfg" was incorrectly captured i.e. 08-04-2025. The correct "date received by mfg" is 02-07-2025. Updated fields: b4, g3, h2, h11.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Upon further review it was determined that the reported event involved only routine maintenance. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.